Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the upward angulation was out of specification due to the wear of the angle wire. -the gap of the up/down angulation control knob was out of the specification due to the wear of the angle wire. -there was a leakage from the bending section rubber due to perforation. -water could not be supplied due to buckling of the auxiliary water channel. -there was a crease in the endoscopic image due to the ccd unit. -the condition of the light guide bundle was not good. -the adhesive of the bending section rubber was damaged. -there was a pinhole in remote switch 1. -there was evidence of water ingress on the connector. Omsc was able to confirm device nonconformity from the device evaluation results, but was unable to determine the impact on the reported event. The instruction manual provides warnings about inadequate reprocessing of the device. In addition, the instruction manual states that precleaning should be done immediately after the procedure to prevent solidification of dirt. It also states the details of brushing and cleaning methods for each channel. The exact cause of the reported event could not be conclusively determined. Based on the past similar cases and the description in the instruction manual, the reported event may have been caused by the following: -there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. -there was insufficient training for the staff of the user facility on how to handle the device according to the instruction manual and how to reprocess it. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because it was found that the angulation was out of standard while preparing for use. Olympus then inspected the device at the service department of olympus (B)(4) and found that foreign material came out of the channel. Olympus medical systems corp.(omsc) determined that the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure. There was no report of patient injury associated with the event.